Manufacturer narrative:
Event date is approximated date the results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient's ipg was moving and rotating in the pocket site causing the ipg close to flip over. This issue started approximately in (B)(6) 2019. Patient still has therapy. To address this issue patient may be awaiting surgical intervention later .

Event description:
Additional information received that patient had a revision on (B)(6) 2019, where the pocket was positioned deeper.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.